Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was done for a rod which had slid out of creo threaded locking cap post-operatively, causing patient pain.